Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd nexiva catheter experienced catheter splitting/cracking/shearing. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Issue: plastic end keeps cracking.

Event description:
It was reported that an unspecified number of an unspecified bd nexiva catheter experienced catheter splitting/cracking/shearing. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown . Issue: plastic end keeps cracking.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.